Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.